Event description:
Material#: 305270. Batch number#: 4214080. It was reported that the bd integra needle pulled out of the hub. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via email. Email(s) attached. Item(s): bd integra syringe with precision guide needle 3mm 25g x1 inch lot(s): 4214080. Date incident occurred: (B)(6) 2024. Was the patient impacted? Yes. If yes, describe: syringe defective. Patient attempted to inject 0.5ml of testosterone but the needle blew straight out of the hub of the syringe. Needle went completely into customer¿s hip. Rushed to ER and will now be seeing a surgeon on tuesday to schedule to have it removed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.